Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 531 mg/dl. The customer administered a bolus via the pump to address bg level. Reportedly the customer reverted to manual injections for insulin therapy.